Event description:
It was reported that the patient fell down on the floor and hit her head. She does not respond to sounds. The external parts were checked and found to be functional. Testing carried out on (B)(6) 2012 shows 7 electrode channels in status hi, 3 electrode channels in status hsc, and 2 electrode channels in status ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.